Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 410 mg/dl and a no delivery alarm. Troubleshooting assisted customer with the pump and advised customer to change out the entire set, reservoir and insulin. Customer indicated that the set was changed and their blood glucose was going down. Customer declined further high blood glucose troubleshooting.